Event description:
During a surgical procedure, the doctor set the handpiece down and it continued to run on its own. The handpiece was replaced without delay and the procedure continued as planned. There were no injuries or adverse consequences to either the pt or user as a result of this event.

Manufacturer narrative:
The handpiece was received at the MFR for investigation. The device failure was confirmed. Several internal components were replaced and the handpiece was returned to the account.